Event description:
Wall mount suction device automatically shut-off inappropriately. Pt aspirated gastric contents following device shut-off. Pt vomited x2; o2 saturation dropped, fio2 required increase from room air to 60%; cxr showed infiltrates. The pt has had a large amount of output from her nasogastric tube over the past several days. At 1715 the pt vomited. Another nurse went to check on the pt and found the nasogastric tube was not to suction.the nurse readjusted the wall mount suction vent to apply low continuous wall suction. At 1730, pt vomited again. I went in to check on the pt and found the wall mount unit was not applying suciton. I called dr. Tube feedings per jejunostomy tube were stopped. The wall mount was changed out with a new one. The old wall mount was placed into another suction outlet and found to apply low continuous wall suction and then automatically shut off by itself. The unit was labeled as nonfunctional. The new unit was problem-free the following shift.